Manufacturer narrative:
(B)(4).

Event description:
The pt had hernia surgery and post surgery; the pump had become loose in the pocket. As a result, the catheter disconnected from the pump. The pt did not want to have surgery to revise the pump and catheter. Options were being discussed with the pt. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.